Event description:
Customer complaint that a couple of s4-218 sp tools were breaking. On follow-up with the hospital, hospital representative stated that 3 to 4 tools broke during different surgical procedures. She does not know the lot number of any of the tools that broke. She does not know if the same attachment or motor was used with each tool. There was no patient or user injuries. The broken tools were discarded and none are available for evaluation. The tool broke at the attachment distal end.